Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman access system (was) along with a watchman delivery system (wds). Blood was on the device and the valve was opened as received. The hub, valve, shaft, and tip were examined. There was a kink 31.4 cm from the strain relief. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07674. It was reported a perforation and pericardial effusion occurred. A left atrial appendage closure procedure was being performed. A 30mm watchman® laa closure device and delivery system (wds) was inserted into the watchman® access system (was) and there was was movement noted. The physician withdrew the wds and reinserted the pigtail catheter to reposition the was. The same was was advanced into the distal laa. The pigtail was removed and the same wds was reinserted and was positioned in the laa. A flow of contrast was noticed outside the laa, so the wds and was were removed from the patient. They noticed a perforation of the laa and the patient had a pericardial effusion which resulted in a drop of blood pressure. They treated it with a pericardial drain. The patient underwent surgery to repair the perforation and is currently stable. After reviewing the angiogram, the physician suspected the perforation occurred when advancing the was into the distal laa.

Manufacturer narrative:
Patient age at time of event: over 18 years old. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-07674. It was reported a perforation and pericardial effusion occurred. A left atrial appendage closure procedure was being performed. A 30mm watchman laa closure device and delivery system (wds) was inserted into the watchman access system (was) and there was was movement noted. The physician withdrew the wds and reinserted the pigtail catheter to reposition the was. The same was was advanced into the distal laa. The pigtail was removed and the same wds was reinserted and was positioned in the laa. A flow of contrast was noticed outside the laa, so the wds and was were removed from the patient. They noticed a perforation of the laa and the patient had a pericardial effusion which resulted in a drop of blood pressure. They treated it with a pericardial drain. The patient underwent surgery to repair the perforation and is currently stable. After reviewing the angiogram, the physician suspected the perforation occurred when advancing the was into the distal laa.